Event description:
Upon arrival to the peds inpatient unit, the instrument was primed and connected to the patient. Vss. (No alarms were noted during prime.) At 210 whole blood (wb) alarm #18, system pressure was noted. After following instructions on the instrument, the treatment began drawing again. At approx 510 ml wb, alarm #46 accelerometer system alarm was noted. I muted the instrument, and checked all connections. I contacted therakos for further instruction. Due to the lbw of the patient, we decided best to treat the cells we had collected. After repurging the instrument again, a second alarm was noted, again alarm #46, accelerometer system alarm at 635 ml wb. The treatment was then ended; the blood in the kit and centrifuge bowl was returned to the patient, no blood was lost.what was the original intended procedure?ecp treatment.device #1is this a laboratory device or laboratory test?no.